Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose below 20 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as unresponsiveness and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer is working with their health care professional on the lows. Customer has been hospitalized while on the pump several times over the last 18 years, and got much better when on continuous glucose monitoring. The insulin pump will not be returned for analysis.